Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. An impulse diagnostic catheter, watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and shortly after a pericardial effusion was noted. The patient declined hemodynamically, and the physician performed a pericardiocentesis. The patient was being reinfused with blood as the pericardiocentesis was being performed. The patient stabilized but lost 2 liters of blood. The patient was sent to cardiothoracic surgery. During surgery a perforation was repaired and the patients' laa was ligated. The patient is in the intensive care unit recovering from these events. Imaging during the procedure was reviewed and the physician noted that during the positioning of the impulse diagnostic catheter in the laa, a perforation occurred. When the closure device was deployed the perforation worsened. No other complications have been reported to have occurred, and the patient is expected to make a full recovery.